Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine revision procedure, the physician attempted to reconnect an unknown lead with the existing implantable pulse generator (ipg) device. It was noted that sensing values were notably lower when measured through the ipg, in comparison to values measured through the analyzer. The health professional suspected an electrical problem with the device, and made the decision to replace the ipg with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.